Event description:
It was reported following a procedure in which a spyglass catheter was used, the staff noted the tip of the catheter had remained in the package. There were no consequences to the pt.